Event description:
It was reported that cartridge alarms occurred during insulin delivery. Additionally, a cartridge alarm occurred during the load sequence. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy. The customer¿s blood glucose (bg) was 272 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.